Event description:
It was reported via repair work order that the brakes on both sides would not engage due to both head and foot end brake crank arms were pulled from the brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.